Event description:
Patient reporting that one of her pumps (sn. (B)(4) maintenance. 3/14/2019) is malfunctioning. She says its been beeping and says no disposable clamp tubing and starts doing this even when it¿s off and she touches it. She also says it does this while in use but will go away and come back. Confirmed with her that she tried changing tubing/cassette on this pump. She started noticing this few days ago but has still been using pump. Her back-pump is functioning fine. We will replace this pump. Md not aware. Product fault occurred while in use with patient. No injury was caused due to product issue. Actual device is available to be returned. We did replace device. Reported to (B)(6) by:patient/caregiver. Dose or amount:45ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah.